Event description:
There was an allegation that the coaguchek xs meter allowed the customer to successfully perform a test using expired test strips. On (B)(6) 2022, the customer stated he ran a successful test of 2.6 inr on the meter using expired test strips. These test strips have since been discarded. On (B)(6) 2022 at 4:54 pm, the customer stated he ran a successful test of 4.3 inr on the meter using expired test strips of lot 52818122, expiration date 31-jul-2022. While troubleshooting, the customer attempted to retest and the meter displayed error 3. It was confirmed the date format and date were set correctly on the meter. The therapeutic range was 2.0-3.0 inr and the customer tests every two weeks.

Manufacturer narrative:
Product labeling for error 3 states: the test strip has expired. Check the meter¿s date setting. If it is not correct, set the correct date. For more information, see the meter setup section of this manual. If the date is correct, turn the meter off and remove the code chip and the test strip. Then use the code chip and a test strip from a new box of test strips. The meter and strips have been requested for return. Occupation was patient/consumer.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined as no product was returned. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.